Event description:
It was reported that the ilet device¿s screen was cracked, preventing interaction with top-screen buttons and meal announcements; the device could be woken and unlocked but was otherwise not usable. No reported symptoms. Outcomes included interruption of intended device use and the need for device replacement. Investigation included customer interview and remote troubleshooting and education. Investigation of this case revealed physical damage to the display that impaired usability while the device remained able to power on and unlock. It was concluded that the device experienced a screen hardware failure due to damage, and replacement is warranted.